Manufacturer narrative:
The failure investigation has been completed and the reported issue was confirmed. In addition, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge error messages while attempting to load multiple cartridges. There was no impact to the customer's blood glucose level. It was confirmed that the customer had insulin pens available as alternate insulin therapy.